Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had not completed the air removal step when filling the cartridge. Customer¿s blood glucose level was 600 mg/dl. Customer addressed their bg with a manual injection. Customer continued to use the existing cartridge.